Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 8 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Initial inspection indicated the roller and comb were in good condition. Customer's ratchet was originally on device and was damaged, but could easily be removed and operated correctly. Pre-repair calibration verified the device was within specifications and it produced an acceptable test mesh. The only damage to the device was present on the reverse side of the ratchet gear, which should not have caused the event. Customer did not return their cutters for evaluation. A dull or damaged cutter could have affected the cutting ability of the mesher. Unable to determine cause of customer's complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher would not feed skin through the device. The customer stated the reported event occurred during the surgical procedure and resulted in an increased surgical time of unknown length. It was reported that an alternate device was immediately available to complete the planned procedure. There was no report of additional donor harvest or medical intervention.